Event description:
It was reported to covidien on 12/03/2009 that a customer had an issue with a scd compression sleeve. Customer states that while wearing compression sleeves, the pt got bilateral bruising. When the bruising was observed compression sleeves were removed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.